Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the oversensing noise was observed, on the right ventricular lead. And oversensing was observed, on the implantable cardioverter defibrillator. The lead was capped and replaced and the device remains implanted. During the procedure, it was discovered, that the right atrial lead had, and insulation breach. And it was repaired and remains implanted. The patient was in stable condition.